Manufacturer narrative:
The additional info submitted in this report was received by v.s.I. After co's original submission was made.

Event description:
During code 99, o2 tubing became disconnected and pt desaturated. Pt placed back on vent while o2 tubing reconnected. Pt was manually ventilated again and saturation continued to drop, despite o2 tubing connection secured.